Manufacturer narrative:
The device was received for evaluation. Functional testing was performed using the customer battery module and power cord, and the pump functioned as intended. A test infusion was programmed and run, with a rate change performed during the infusion with no issues observed. A review of the event history log identified an infusion of nitroglycerin programmed on the reported event date for the anesthesia care area. At 15:19 the user started the pump. The pump ran for 9 minutes and at 15:28 the user stopped the pump and activated standby mode. The pump is not running at this time. The power cord was unplugged at 16:05 and upon power on at 16:16, the user experienced an "improper shutdown!" Message, indicating a loss of power. The pump was not running at the time of the shutdown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The battery module that was in use with this pump is captured under manufacturing report number 1314492-2023-03867. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump that was operating on battery power shut down during patient infusion. This occurred during patient transport in the cardiac thoracic intensive care unit. It was stated that the "patient coded and had to bring a balloon pump". Patient outcome was not provided. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed using the customer battery module and power cord, and the pump functioned as intended. A test infusion was programmed and run, with a rate change performed during the infusion with no issues observed. A review of the event history log identified an infusion of nitroglycerin programmed on the reported event date for the anesthesia care area. The infusion ran from 10:28 to 15:28 before the user stopped the pump and activated standby mode. The power cord was unplugged at 16:05 and at 16:16 the user powered on the pump and an "improper shutdown" message occurred. The pump was not running at the time of the shutdown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.